Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the bravo capsule detached prior to the end of the procedure during an esophageal procedure. The account is not sure if a repeat procedure will be performed. No other known adverse events were reported.

Manufacturer narrative:
(B)(4) (the patient experienced unintended radiation exposure via xray) a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information provided by the account stated that the capsule was in the stomach per an x-ray performed.